Event description:
The customer reported the touch screen is not working; a section of the touch screen was not responding to touch. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
(B)(4).